Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening curved on posterior leak test and microscopic analysis was performed which identified: sharp opening on patch, observed void on valve side within specification per (B)(4) (texture side) is not considered a workmanship and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch (shell bond edge) due to an unidentified (tear) opening.